Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that the pump was warm to the touch despite being in room-temperature conditions. Customer¿s blood glucose level was 64 mg/dl.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Manufacturer narrative:
Malfunction was verified. Battery issues the failure investigation has been completed. Based on the analysis, the alleged issue was not verified.